Event description:
Customer called on (B)(6) 2011 reporting that there was a small fluid leak behind the blood sample valve (bsv) on the coulter hmx hematology analyzer but was not able to access the tubing for replacement. Customer was wearing proper personal protective equipment at the time of the leak and no injury was reported. Patient results were not affected therefore no change to patient treatment was attributed to the event. Field service engineer (fse) was dispatched and found disconnected tubing at pv11 and ff37 on the sample valve module. Tubing at pv11 and ff37 opens path for bleach through sample valve module. Fse proceeded to replace the tubing and additionally adjusted the position of the probe wipe.

Manufacturer narrative:
(B)(4).